Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Manufacturer narrative:
Product event summary: analysis confirmed the customer comment of inconsistent communication with implantable heart devices even when using a known good radiofrequency (rf) head and it was noted that the rf head connector on the link electronic module (lem) board was loose and the board was therefore replaced and calibrated. Analysis also confirmed the customer comment of a noisy system fan which was also replaced and noted that the tabs on the power cord bay door were damaged (bent) and the power cord bay was therefore replaced.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the programmer was unable to consistently communicate with implantable heart devices. The radiofrequency (rf) programmer head was changed out but the situation persisted. It was further reported that the port where the rf head connected was loose and the fan was noisy. The programmer was returned for service. No patient complications have been reported as a result of this event.